Event description:
1 at/af episodes most recent on (B)(6) 2021. Device .1ppcars to be oversensing on theatrial lead, leading to possible false episode recording. Recommend review of stored egmae's for rhythm determination. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).